Event description:
It was reported that there was no stimulation sensation even when increasing settings up all the way as far as the patient could go. It was noted that the patient could not seem to get any signs that her stimulator was on. It was noted by the patient that by sight it was on and the batteries were charged, but it was ¿not doing anything.¿ the patient had increased the number to high (10.0v) on both settings and still ¿nothing.¿ it was noted that it was ¿not working properly¿ and that the patient had not had an implantable neurostimulator (ins) 3/4 of the way. It was noted that even when the patient was charging, she had had issues with coupling bars where she would only get two bars at a time. The patient stated that it was not working. It was noted that the patient had not had any falls, trauma or accidents recently. The reporter noted that it had been about two weeks since the patient stopped feeling the stimulation and stated that it was sudden. It was noted that the patient had to order a patient programmer replacement and was feeling the stimulation after she ordered the replacement, sometime that year. It was noted that the patient felt stimulation about 1-2 months prior to the report. It was further reported that the patient thought the device had not been working for 2-3 months. It was noted that the patient charged every night and the patient programmer showed that the ins was working but the patient could not feel the stimulation therapy at all. It was noted that there was a loss of therapeutic effect. The reporter noted that ever since moving the ins to her abdomen, the patient had a hard time getting coupling boxes. It was noted that before it was moved, the patient always got 6 boxes. The reporter noted that the patient got into the habit of holding the stimulator against her when she bent over because she felt like it was going to fall out. It was noted that there were no falls or trauma. At the time of the report, the patient synced the patient programmer and it was noted that the stimulation was on and the ins and patient programmer battery levels were nearly full. It was noted that the voltage was 0.8 and there were two programs, 1 for sitting and 2 for lying. The patient increased both programs up past 5.0 and noted that she could not feel stimulation. It was noted that the patient had it past 10.0 and could not feel any stimulation. It was further reported that there was a 50% or greater symptoms reduction. It was noted that reprogramming was tried on (B)(6) 2014 but there was no decrease in pain. The reporter noted that the patient status was ¿recovered without permanent impairment.¿ it was noted that the cause of the event was not determined. X-rays showed no lead/battery issues. It was noted that a revision surgery was being planned for (B)(6) 2014 . Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).